Event description:
Info received indicates the foot end casters will not lock when the brake is engaged.

Manufacturer narrative:
The technician found the brake linkage was missing. The technician replaced the brake linkage to repair the bed.